Event description:
It was reported that the patient presented at the hospital with signs of redness, infection, and erosion at the device pocket site, and was experiencing atrial fibrillation after suffering a fall. Pre-procedural evaluation revealed that the right atrial (ra) lead demonstrated elevated pacing impedance, reduced sensing, and loss of capture. Additionally, the ra lead had eroded through the tissue and became dislodged, causing patient discomfort. As a result, the full implantable cardioverter defibrillator (ICD) system was explanted. The patient remained in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of lead dislodgement, failure to capture, high pacing impedance, and p-wave amp variation were not confirmed by analysis. As received, a partial lead was returned in two pieces for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.